Event description:
Following a diagnostic procedure, an angio-seal device was placed in the right femoral artery, following which light oozing was noted. The next day the pt had ep through the right femoral vein, at which time several venous sheaths were placed. The pt was later discharged home; however, two weeks later the pt began experiencing claudication and was readmitted to the hosp. An arteriogram indicated focal stenosis; on 08/08/1997 an embolectomy and iliac to femoral gortex graft were performed. The pt was listed as stable following this procedure.